Event description:
Right knee injection site got hard, sore, and a round lump size of marble appeared inside of right knee and shooting pain off and on. Pt. States that the pain and lump was gone after a week or two.